Manufacturer narrative:
One fast-fix 360 revered curved needle delivery system was returned for evaluation. Visual assessment of the device shows the actuator is protruding out of the distal end of the delivery needle. The needle is bent. T1 is lodged under the actuator confirming the reported complaint. The condition of the device indicates it was subjected to excessive force causing the needle to become bent and the actuator to over-ride t1. The condition of the device indicates it was subjected to excessive force. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.

Event description:
It was reported that when deployment knob was depressed, actuator run on the anchor, and it could not push the anchor. No patient injury or delay was reported. No delay was reported and a backup from smith and nephew was available.